Manufacturer narrative:
One 13f agilis sheath and dilator were received for investigation. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath distal tip. The dilator was perforated at 0.1¿ proximal to the distal tip. The sheath had been bent at the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported damage remains unknown.

Event description:
During a pulmonary vein isolation procedure, after advancing the sheath to the right atrium, the tip was deformed. This resulted in being unable to advance the needle properly and it punctured the dilator. The dilator was replaced, and the procedure was completed with no adverse patient consequences. When advancing the sheath with dilator over the guide wire, it was followed with x-ray and difficulty of advancing ¿live¿ was noted and the moment where the sheath bent was seen. The needle was reshaped and a stylet was not used which goes against the instructions for use.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. One 13f agilis sheath and dilator were received for investigation. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath distal tip. The dilator was perforated at 0.1¿ proximal to the distal tip. The sheath distal tip had been bent. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The swartz/fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the reported damage is consistent with not following the instructions for use.